Manufacturer narrative:
The device was not returned to greatbatch for evaluation, therefore the reported event cannot be confirmed. A manufacturing review was performed and no discrepancies were found. No further investigation required. If the device is returned, the complaint will be re-opened and a supplemental medwatch 3500a emdr will be submitted. .

Manufacturer narrative:
The device was returned incomplete to integer for evaluation and the reported event was confirmed. The power adaptor had broken off of the straight reamer handle. The broken piece was not returned with the device for evaluation. There was severe material deformation observed on what remained of the power adaptor. There was also a foreign substance in the fracture area of the power adaptor. The rest of the device showed signs of wear in the form of scratches, nicks and gouges throughout and was etched per applicable drawings. The cause of the reported event is unknown as the broken off power adaptor was not returned with the rest of the device. No further investigation is required.

Manufacturer narrative:
The customer has indicated the device will be returned for evaluation. Greatbatch medical will perform an investigation once the device is received. Once completed, a supplemental medwatch 3500a emdr will be submitted. Report source distributor (B)(4). Device not returned to manufacturer.

Event description:
It was reported during an unknown patient procedure that the reamer handle broke off at the connecting point while the doctor was reaming the pelvis. There was no delay in the procedure reported and the procedure was completed with another device. No adverse events were reported as a result of this malfunction.